Event description:
On (B)(6) 2013 it was reported that the patient had been hospitalized from (B)(6) 2013 through (B)(6) 2013. It was noted that the patient had been experiencing fatigue. The patient had been implanted on (B)(6) 2013 and had returned home on (B)(6) 2013 but then the events that required hospitalization occurred the next day. Although additional information has been requested, no further information has been received to date as to the cause of the event.

Event description:
On (B)(6) 2014, an adverse event form was received indicating the patient experienced the adverse event of "sleepiness" between (B)(6) 2013. The severity of the event was moderate. It had a possible relationship to vns implant, but was not related to vns stimulation. The patient's treatment was changed, which resolved the event as the patient recovered. The event was considered serious as the patient was hospitalized.